Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 20 mg/dl at the time of the incident. The caller stated that they ate candy to bring the blood glucose up. The caller reported that they were using the pump and his blood glucose was too high, so they went to the doctor, readjusted the pump. They set in the morning, his blood glucose dropped. They changed the set the next day, and the caller reported that they believe insulin pump was giving him too much insulin. The caller declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.